Event description:
Patient had to have revision surgery for a failed total hip device. The initial implantation of the device took place four years and two months before explant. The device was a depuy ceramic on ceramic total hip arthroplasty, and analysis is in progress. The femoral head and acetabular liner components fractured in-vivo, but there was no permanent harm to the patient as she was able to be revised to another total hip arthroplasty (it was just sooner than would be ideal). Clinically, the patient experienced pain and mechanical symptoms (clicking/snapping, catching, etc) prior to her revision surgery. All components are depuy. The femoral stem is an s-rom modular system, and the trunion of the device was made larger with a sheath/jacket to accommodate the femoral head. The acetabular shell is a duraloc model, and both the femoral head and acetabular liner are alumina ceramic components. (B)(4)